Event description:
Product returned. Suspect revision surgery.

Manufacturer narrative:
The returned acetabular liner was examined visually and dimensionally. The purpose of this investigation was to examine the liner. No destructive testing was carried out. The as-received component is shown in figures 1 and 2. There were a few small scratches near the pin holes on the superior surface and the locking region on the backside of the liner. There were no signs of deformation on the articular surface of the liner, suggesting it was not implanted. Dimensional analysis was performed and revealed the liner was within dimensional specifications. There were no materials or manufacturing issues associated with this component.